Manufacturer narrative:
Section h3, h6: the associated device was returned and evaluated. The manufacturing process of the device did not contribute to the reported event. A visual inspection of the returned device confirmed the stated failure mode. The device was severely worn and damaged. The post was also fractured from the device. The fractured component was returned with the device. The device was also discolored along the surface likely from extended exposure to bodily fluids. A review of complaint history did not reveal similar events for the listed device. The clinical/medical evaluation concluded that based on the documentation provided, the root cause of the reported post breakage could not be definitively concluded. The patient impact beyond the reported symptoms, post breakage and revision procedure could not be determined. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Lot number updated.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. Internal complaint reference case- (B)(4).

Event description:
It was reported that, after a tka performed on (B)(6) 2008, the patient experienced instability on stairs, it was determined that the peg on the insert was broken, but no related trauma was reported. This adverse event was solved by a revision surgery on (B)(6) 2021. Current health status of patient is unknown.